Event description:
It was reported that the reservoir leaked into the reservoir compartment. The current blood glucose reading is 320 mg/dl. Customer has treated with insulin pump. Insulin leaked past both o-rings. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected three randomly sealed reservoirs. Performed manual prime and high pressure test per specifications. Ran priming in insulin pump. Reservoirs passed per inspection. No leakage anomalies were observed during analysis. Checked o-rings and stopper groove for defects and none were found.